Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one MRI port with groshong catheter was received and evaluated. Gross examination, microscopic visual observation and functional testing were performed. Multiple puncture access of the port septum and a distinctive curve of the tubing were observed. Cath-lock was not seated against port body. The port body with attached catheter segment was patent to infusion and aspiration. A complete circumferential break was noted approximately 12.3cm from the distal end of the cath-lock. This investigation confirms the alleged catheter break issue. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four years after the placement of the port catheter via the left subclavian vein, it was allegedly unable to be infused. Reportedly, an x-ray demonstrated a catheter kink, therefore the device was removed. It was further reported that upon removal, a subcutaneous catheter break was identified and the distal segment of the catheter was retained in the patient. Reportedly, the distal segment will be removed from the patient. The patient was reported to be in the stable condition.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately four years after the placement of the port catheter via the left subclavian vein, it was allegedly unable to be infused. Reportedly, an x-ray demonstrated a catheter kink, therefore the device was removed. It was further reported that upon removal, a subcutaneous catheter break was identified and the distal segment of the catheter was retained in the patient. Reportedly, the distal segment will be removed from the patient. The patient was reported to be in the stable condition.